Event description:
It was reported that the device was explanted due to charge time greater than 30 seconds and inactive charge circuit. No patient complications have been reported as a result of this event.